Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported the cycler had an issue that required discontinuation of treatment. When removing the cassette the patient found fluid leaking from the cassette. The patient was advised to contact her nurse. The cassette was discarded. During follow up the patient's nurse reported there was no adverse event associated with the leak event.